Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent undersensing of atrial fibrillation on the atrial channel was observed. The dependent patient was asymptomatic. Programming changes were made. The device remains implanted. The patient was doing okay afterwards.